Event description:
Pt is 4 years status post revision of right total knee arthroplasty. She was seen by the attending surgeon prior to admission to the hosp and radiographs of the right knee revealed loosening of the tibial component. The pt was admitted to the hosp for revision of the right knee tibial component.